Manufacturer narrative:
The autopulse platform (s/n#(B)(4)) was returned to zoll japan for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the autopulse platform was performed and no physical damage was noticed. A review of the archive was performed and no discrepancies were observed. Prior functional test, the power testing was performed and it was confirmed that the lcd was flickering upon powering on. The back light of the screen was flickering on and off. Functional testing was performed on the autopulse platform. The platform passed testing without any faults. In summary, the customer's reported complaint was confirmed during power testing. The root cause was determined to be a defective lcd. After the lcd was replaced, the platform passed all final testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform (s/n:(B)(4)) lcd screen was flickering. The back light of the screen was flickering on and off. No patient involved with this event.